Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. A femoral workstation and loop snare were used to anchor the ra lead and prepped with a cook medical one-tie compression coil and cook bulldog lead extender to provide traction. A spectranetics lld ez lead locking device (lld ez), along with a cook medical one-tie compression coil were inserted into the rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, the lead was inverting, causing the blood pressure to drop but resolved when releasing tension on the lead. Transesophageal echocardiogram (tee) was performed, and no pericardial effusion was detected. The procedure continued, but progress stalled at the superior vena cava (svc)/ra junction. Switching to a spectranetics 13f rotating dilator sheath, the rv lead was removed; however, the patient¿s blood pressure dropped, and rescue efforts began, including rescue balloon, chest compression, and pericardiocentesis with no success. A pericardial effusion was then detected via transesophageal echocardiogram (tee) and rescue efforts resumed. Unfortunately, no cardiac function was observed, and the patient did not survive the procedure. The ra lead remained in the patient. It was suspected that there was an rv perforation. This report captures the lld ez device in use when the suspected rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.